Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a malfunction in which the drawer failed to open. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer was not opening. A field service engineer adjusted the slides on the drawer chassis and loosened the backplate of the drawer to reduce the tension on the slides. The storage space was recovered. The system functioned as intended after the field service engineer repaired the device.